Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported broken poly trial during left knee primary surgery of patient. No consquences, delay or further information

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: "two fracture origins were observed that were likely from a knit line formed during original manufacture." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other events for the lot referenced. Conclusions: the investigation concluded that the reported device has been identified to be within the scope of an nc and a CAPA . Three complaints of fracture have been reported for the triathlon reusable insert trials. The parts are injection molded by mack medical. Material analyses were performed on all 3 parts returned from the field. The analysis of one of the returned insert trials indicated that the two fracture origins are located at the junction of two flows of material - what is often called the knit line. The morphology of the fractured area indicated that the knit line formed between the two fronts did not fully fuse during manufacture. The analyses of the other 2 parts did not discover evidence of lack of fusion.

Event description:
Rep reported broken poly trial during left knee primary surgery of patient. No consequences, delay or further information.